Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm with open book image alarm. A battery failed error was displayed before the open book image was displayed on the screen. They experienced high blood glucose of 23 mmol/l and was hospitalized. No harm requiring medical intervention was reported. The device will be not returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged failed battery alert/battery failed alarm, critical pump error (open book image) alarm and was hospitalized for high bgs found on (B)(6) 2022. Also, on (B)(4), svn#: (B)(4)- customer returned insulin pump for an alleged insulin pump/transmitter/sensor communication anomaly found on (B)(6) 2021, on (B)(4), svn#: (B)(4)- customer returned insulin pump for an alleged was hospitalized for low bgs found on (B)(6) 2021 and on (B)(4), svn#: (B)(4) - customer returned insulin pump for an alleged insulin pump/transmitter/sensor communication anomaly found on (B)(6) 2020. Insulin pump was received with a critical pump error (open book image) alarm.unable to verify insulin pump/transmitter/sensor communication anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to critical pump error (open book image) alarm. Unable to upload insulin pump to carelink due to critical pump error (open book image) alarm. Successfully downloaded insulin pump traces and history file using thump. Insulin pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Critical pump error (open book image) alarm and insulin pump error alarm confirmed in the formatted history file on (B)(6) 2022 at 19:15:46.000. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and insulin pump error alarm found in the formatted history file due to corrosion on the electrical board and force sensor. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 19:17:49.000 to (B)(6) 2022 19:20:01.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 19:17:49.000 (B)(6) 2022 19:19:59.000 upon checking on the power data/detail trace file, failed batt alert/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Failed battery alert/battery failed alarm was not confirmed according in the formatted history file/power management graph. Unable to verify customer alleged for high bgs and low bgs. Unable to verify insulin pump/transmitter/sensor communication anomaly and perform the required testing due to critical pump error (open book image) alarm. Unable to upload insulin pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm insulin pump error (open book image) alarm and insulin pump error alarm confirmed due to corrosion on the electrical board and force sensor. During visual inspection, corrosion was found on the motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.